Event description:
On october 11, 2006 the lay user/reporter, the patient's daughter, contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving an unspecified error message. The medical affairs specialist (mas) contacted the pt to obtain and verify information; however, was unable to reach her by telephone. The mas also reviewed the recorded telephone call. On october 16, 2006 the mas mailed a letter requesting the patient contact medical affairs. For approximately two weeks prior, the pt had been obtaining an unspecified error message on the reported meter. In 2006, whil in india, the patient noted the reported meter was giving the error message; so, she was unable to obtain a blood glucose reading. During that time, the pt was experiencing the symptoms of double vision, feeling hypoglycemic, and she passed out. The pt took no action following the attempted use of the meter, nor did family members attempt to treat her. At 10:00 am neighbours took the pt to the emergency room. The reporter confirmed the emergency room staff did not test the patient's blood glucose level. She was treated intravenously with glucose and discharged from the emergency room four hours later. The pt also received an MRI and an eeg to rule out a seizure. The patient takes the oral diabetes medication glyburide, dose unknown. It would have been hlepful to determine what specific error message occurred, if the pt took her normal meals and medications despite not being able to test her blood glucose level, what meals and medications had been taken prior to the onset of symptoms, the patient's diagnosis, if she felt better after the intravenous glucose treatment, if she was revived before being taken to the emergency room, her expected blood glucose levels, and if she had a backup meter. The error message issue was not resolved during troubleshooting. The meter, test strips and control solution were replaced. The patient was unable to test her blood glucose level due to the error message on the reported meter. She experienced hypoglycemic symptoms, passed out, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.